Event description:
On december 14th I started my monthly menstrual cycle. For the first day I used a pad, as I didn't have any tampons left. I drove to a family close by my home and purchased u kotex the multipack. I used them as I normally do! A couple days passed and started to not feel so well. I had chills and had noticed a unfamiliar smell coming from my vagina. I thought maybe I had bacterial vaginosis and was coming down with a cold. Although I never get chills! I proceeded to try and treat what I thought was a bacterial infection with (B)(6)baths. It didn't work for the odor and I was becoming sicker. By the 19th I have chills, diarrhea and a bad odor! I went to the rest room to have yet another bowel movement. I then felt something moving down my vagina canal. It dropped into the toilet! I scooped it out, to find a several day old piece of tampon inside of me, poisoning me. It didn't stop there, by now I am poisoned. I started vomiting with chills and had to be rush to the hospital by ambulance. I am (B)(6) and have always worn tampons without fear! I am terrified of ever feeling that way again. My teenage daughter is also afraid to try them when the time comes, because she witnessed me become so ill because of a tampon.